Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the device had multiple pump error alarms. The customer's blood glucose was 119 mg/dl. Troubleshooting was not performed. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. No the motor arm cannot communicate with the main arm alarm confirmed during testing. No hardware low level failures noted during self test or in pump history files. Software error found in the pump history (line number = 5632 and file number = 2005) due to software error.